Event description:
Following reports from this family member and teachers that their hearing had deteriorated, a device integrity test revealed that the intracochlear electrode had malfunctioned. Approximately one-third of the 22 electrodes were either open-circuit or produced elevated threshold sensations. Explantation/reimplantable surgery will be performed at the end of 2005.